Manufacturer narrative:
Device analysis report attached. This report is submitted on november 30, 2022.

Manufacturer narrative:
This report is submitted on february 09, 2022.

Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently treated with topical and oral antibiotics and steroids; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 20, 2022.